Event description:
A terminal pt was being given 30ml of morphine with an infusion rate set at "2mm/hr". It was later discovered that the whole 30ml had been infused within 3 hrs and the pt was found to be comatose. The pt is reported to have recovered after medical intervention.